Event description:
A female pt contacted lifecor customer support to report that she was getting "connect belt" messages. Support sent a pt services representative (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem (device was alarming "connect belt") was confirmed. The cause of the reported problem was damage to the j103 connector on the ca board. J103 is one of the connectors that bring ECG input from the auxiliary board portion of the monitor. J2008 also receives and send signals to the electrode belt. The root cause of the damaged j103 was likely pt abuse. The entire top of the monitor was off as if the pt had dropped it. The monitor was repaired, retested a restocked. No adverse event resulted from the failure. The pt received a replacement monitor.